Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc adverse event without a malfunction occurred on (B)(6) 2024, the medical staff used the 24g indwelling needle device for the treatment of patient's with appendicitis therapeutic surgery disease, in the normal operation of the use of the situation, there was a redness of the puncture port, pressure and pain, back to the situation of the absence of blood, resulting in the consequences of the subcutaneous superficial vein of the right forearm, local thrombosis (complete type), the operators found that the use of the product was immediately discontinued, and the hydrocolloid topical application, low molecular heparin sodium was adopted 0.4ml subcutaneous injection q12h measures, the adverse event on the patient caused puncture port less slightly red, pressure pain, thrombus injury.

Manufacturer narrative:
1. DHR/bhr review lot#4145168: 1-the products of this batch were assembled at intima ii auto line 4 in july 2024, and packaged at r240 package line in july 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. Review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release. Please see attachment (B)(4) coc for the quality certificate. 3. No actual samples and photos have been received for the complaint. 4. According to ma feedback, there are many factors that cause redness, pain (after applying pressure) at the insertion site, and local thrombosis. Possible related factors include: 1-repeated infusion in a vein, causing pathological changes such as damage hyperplasia, hypertrophy in the vascular wall. 2-the blood vessel punctured during puncture is not found in time, resulting in drug leakage or small hematoma. 3-lax disinfection during operation causes infection. 4-some drugs may cause allergic reactions. 5-excessively high drug concentrations, too low a temperature, too fast a drip rate, or a change in the plasma ph by the drug. 6-the physical reasons of the patient itself. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): due to there is no abnormality in the production process, no material and process changes; the sterilization process is normal, and the products meet the requirement of bi sterility test before release; the complained sample does not involve functional issues such as piercing force, and there are no similar complaints from other hospitals about this batch of products, so it cannot be confirmed that this complaint is related to production.

Event description:
No additional information provided.